Event description:
The customer reported via phone call that the insulin pump was not bolusing properly. The customer ordered an amount to be bolused but another insulin amount was delivered. When the customer used the plunger, insulin did not come out of the area by the blue arrow. Customer experienced high blood glucose levels. Customer's blood glucose level was 202 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.